Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Following events were reported by the adult hydrocephalus clinical research network registry report. It was reported that there were 15 shunt revisions. The revisions included 6 shunt obstructions, 3 shunt disconnections/fractures, 3 overdrainages, 1 underdrainages, and 2 infections. It was reported there were 2 shunt infections.